Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be reliably determined.

Event description:
The device was used during a thorascopy procedure. Reportedly, the staples did not form properly. The surgeon performed a thoracotomy to complete the procedure. The hospital has reported the pt's condition is satisfactory.